Manufacturer narrative:
Conclusion: while the device was not returned for physical investigation. Venous thrombus is a complication which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to clear the venous thrombus. The reported issues were not related to device malfunction, but was the result of an endovascular procedure. In addition, patient has a clotting disorder that could have resulted in venous thrombus.

Event description:
It should be noted that patient has a clotting disorder, von willebrands disease. Patient had an atrial fibrillation ablation procedure on (B)(6) 2022. Procedure was unremarkable and proceeded as expected. Patient had h 3 access sites on the right side and 1 on the left side. Closure for all access sites went as expected and nothing was abnormal or noteworthy. On (B)(6) 2022 patient came into emergency room with lower extremity edema and pain in the right limb. Patient was unable to walk or work. On (B)(6) 2022 a CT scan, ultrasound and angiogram of the right groin area indicated a partial occlusion due to thrombus in the area. A thombectomy was performed and was patient was discharged (B)(6) 2022. On (B)(6) 2022 patient was seen by vascular surgeon who decided no additional procedure was required and proscribe lovenox for 2-4 weeks.